Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the access needle allegedly cracked. It was further reported that the needle allegedly had suction problem and the edges were too sharp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was received for evaluation. Visual, microscopic and functional evaluations were performed. A crack was noted on the introducer needle hub. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon available information labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the access needle was allegedly cracked. It was further reported that the needle allegedly had suction problem and the edges were too sharp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a port placement procedure, the access needle allegedly cracked. It was further reported that the needle allegedly had suction problem and the edges are too sharp. The procedure was completed using another device. There was no reported patient injury.